Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt a buzzing sensation in the device pocket area when they take their left hand and place it on their right shoulder. The patient states it feels like zingers going down their left arm. Per the clinic, the patient had no similar sensations with their previous device and the current device was not sutured down in the pocket this time. The device and leads are functioning normally. No further patient complications have been reported as a result of this event.